Manufacturer narrative:
Merge healthcare is continuing to investigation this issue and is working with the customer to ensure resolution.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 08/24/2016, merge healthcare was notified that the camera back was going out and the customer was looking to repair or replace it. On 09/02/1016, additional information was received that indicated the camera back has been "very loud" and has a hard time connecting to the computer. The customer performs multiple restarts and plugs and unplugs the camera. These activities eventually allow the system to connect. As a result patient care was delayed due to rescheduling of the exam. While the system is operational at times, this issue has not been resolved at this time. With merge eye station not functioning as expected, there is potential for a delay in care that results in harm to a patient. (B)(4).

Manufacturer narrative:
Manufacturer narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 09/26/2016. Additional information, received from the account on 12/24/2017, indicates a new camera back was received by the account and the issue was resolved. The old camera back was returned to topcon, the manufacturer of the camera, and no defects were found. Topcon returned the camera back to merge and the camera back was returned to service stock. No direct patient impact occurred as a result of the patient rescheduling. Corrected data: updated contact office - name/address device not made by company. Resolution code 4307.